Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and fentanyl (dose/concentration unknown) via implantable pump. It was reported that the patient attempted a bolus and was seeing code 8286. Patient services reviewed it meant empty reservoir and redirected them to their healthcare provider (hcp). The patient stated that they were not due for refill until december. They were not sure when their last bolus was. No symptoms were reported.